Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that immediately after the initiation of a patient¿s hemodialysis (hd) treatment there was a blockage in the dialyzer, which did not allow the pass of fluids. It was reported that when the blood reached the arterial head of the dialyzer it was blocked and the machine, a fresenius 4008 s, alarmed high pressure. The reporter did not specify what was creating the blockage. The patient was re-setup with new supplies on the same machine after the first blockage, and after 40 minutes the dialyzer experienced a blockage of fluids. The patient was re-setup with new supplies on the same machine after the second blockage, and after one hour dialyzer experienced a blockage of fluids. At this point, the staff decided to discontinue the patient¿s treatment. There was no defect or damage noted on the dialyzers. It was unknown what caused the blockage. The patient received 1 hour and 40 minutes of the scheduled 3 hour treatment. The patient estimated blood loss during each event was 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of the events. The complaint devices were reportedly discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The customer provided three pictures, and each picture depicts the label side of a dialyzer. The fibers were tinged with blood in all three pictures. The dialyzer shown in the second photo had blood running down on the exterior of the dialyzer housing (an external leak was not reported; this may have occurred when disconnecting the dialyzer), and the cause is unknown. No "blockage of fluids" can be identified in any of the provided pictures. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance, deviation, non-conformance, re-work, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.